Event description:
It was reported that the ICU ventilator high-pressure alarm sounded within minutes of a device change with the respiratory therapist right outside the door. Initial actions (suctioned trach, changed trach, lines, etc) did not relieve whatever was causing the high pressure. A second rt attempte to manually ventilate through the device and found it obstructed. During this period the pt exhibited symptoms of seizure and developed cyanosis. The device was removed and the pt's cyanosis resolved and general condition returned to baseline. The pt was subsequently transferred to a skilled facility. The pt had received an aerosol treatment just prior to a scheduled change of the device. Prior to the event, the pt had chronically exhibited white foamy secretions.